Manufacturer narrative:
(B) (4).

Event description:
It was reported that the catheter dislodged; this was confirmed. The catheter was revised and the drug concentration was changed. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.